Event description:
N/a.

Manufacturer narrative:
Tw ID# (B)(4). Updated sections: b4, d10, g4, g7, h2, h3, h6, h10. Specific actions for the reported failure mode is being maintained and documented under maquet's corrective and preventive action (CAPA) system. The device was returned to the factory for evaluation on 09/21/2023. A photograph was provided by the account. A photographic evaluation was conducted. Two boxes were visible. The product boxes were observed to be for hp2 devices, while the labeling on the boxes were observed to be for vv6 pros. The inner contents of the product boxes were not observed in the photograph. An investigation was conducted on 09/21/2023. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The product box was observed to be for a hp2 devices, while the labeling on the box was observed to be for vv6 pro. The box was observed to be intact with no visual defects observed on the box. The box showed signs of previously being opened. Inside the product box was a vv6 pro device. The device pouch was not opened and it was sealed in its plastic protective barrier. A vv6 pro product and IFU were observed. There were no visual defects observed on the vv6 pro device. Based on the returned condition of the device as well as the photographic evaluation, the reported failure " labeling problem" was confirmed. The lot # 3000313857 history record review was completed. There was one (01) ncmr , rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is a relation between the batch manufacturing process and the reported failure.

Event description:
Related to 879813. The hospital reported that during preparation for an endoscopic vein harvesting procedure using vasoview 6 pro. They were sent product with incorrect labeling, and incorrect content. (Hp2 box with vv-6pro label) there was no procedure or patient involved. Incident happened during setup.

Manufacturer narrative:
Tw ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.